Event description:
During a ptca procedure, while attemping to treat a calcified and tortuous rca lesion, removal difficulties were encountered after multiple inflations. No pt injuries or complications were reported.